Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-07061. Reportable based on device analysis of the related complaint completed on 20oct2014. It was reported that the burr became stuck on wire. A 1.50mm rotalink¿ burr and a 330cm rotawire¿ and wireclip¿ torquer were selected and used to treat the target lesion. The physician noticed that the burr was wrapped around the wire. No patient complications were reported. However, device analysis of the related complaint revealed a wire fracture found on the annulus of the burr.